Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use liquid foreign matter was on the needle tip of the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other d.8. Device single use?: no h.3. Device returned to manufacture: yes investigation summary: customer returned (1) 1cc, 8mm, 31g syringes in an open poly bag from lot # 7331505. Customer states that liquid was found on the tip of the needle prior to use. The returned syringe was examined and exhibited a small amount of clear liquid on the surface of the cannula shaft. A small portion of the clear liquid was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Samples were forwarded to manufacturing (holdrege) on 03aug2018 for further review. On 07aug2018, holdrege received one (1) loose 1ml, 8mm, 31g syringe in and opened polybag from batch# 7331505. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Per ftir analysis completed during initial investigation, material appears likely to be silicone. Silicone is utilized within the manufacturing process as a lubricant within the syringe barrel to ensure proper activation and ease of delivery of medications during injection. When the insulin syringe is utilized as intended, the silicone present within the device presents no risk to the end user. A review of the device history record was completed for batch# 7331505. All inspections were performed per the applicable operations qc specifications. There were eight (8) notifications [200725003, 200727207, 200724683, 200724565, 200724682, 200727521, 200727059, 200726589] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter on needle on lot # 7331505. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use liquid foreign matter was on the needle tip of the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention noted.